Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.